Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered inappropriate therapy for a fast conducted atrial arrhythmia, resulting in therapy exhaustion. The rhythm was then accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone. The physician was electing to perform defibrillation threshold (dft) testing, as a result of the patient's current prescription medication and the concern of being in an arrhythmia for an extended period of time. No further complications were observed.